Event description:
Feeding tube tore shortly after being placed into pt's gastrostomy site by radiologist. Radiology rec'd call shortly after the pt was returned to unit reporting "leaking all around tube". Rptr inspected the tube at bedside and discovered the tear.